Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a case of mild uveitis in a patient's right eye one month post prk. Patient reported blurry vision and very light sensitive. Reporter indicated that the topical steroid dosage was increased. Upon additional information, the optometrist reported that the patient stopped taking the topical steroid which caused the uveitis. Site stated that this prk enhancement was performed due to residual astigmatism in patient's right eye. The original surgery and enhancement were both completed using the same excimer laser.